Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 454 mg/dl. Customer was hospitalized for high readings. Customer was treated at the emergency room with fluids and insulin. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed displayable history crc check failed at startup alarm. The customer also received multiple unexpected and battery out limit alarms. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected restart or displayable history crc check failed alarms noted during testing or in alarm history screen. All operating currents are within specification. No unexpected failed battery, battery out limit, low battery or off no power alarms noted. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.